Event description:
Pt was seen in office, problem with ICD, it was oversensing. Nonphysiological, not related to any intrinsic ventricular activity. Set screws were fully engaged and lead was fully deployed inside the header. Lead was normal.